Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the top of the trocar (grey/brown) piece fell off trocar and into the pt's cavity. The piece was retrieved from the pt. A new device was opened to complete the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss. No pt injury was reported.